Event description:
It was reported that this lead was explanted due to unknown reasons. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b5 describe event or problem. H6 impact codes and device codes. This event is no longer reportable: this lead was explanted since it was being used in a temporary pacemaker system. A new lead was implanted. No allegations or any issues or malfunctions were reported. No adverse patient effects.

Event description:
It was initially reported that this lead was explanted due to unknown reasons. Further information received, confirmed this lead was being used in a temporary pacemaker system. A new lead was implanted. No adverse patient effects were reported.